Event description:
Reporter described the following: after completing a blood draw, a nurse gave the 20cc syringe with attached needle to an emergency department technician. The emergency department tech proceeded to fill several test tubes with the blood contained in the 20cc syringe. Afterward, the emergency department tech reportedly placed the needle/syringe into the opening of a sharps container and then "flipped" the lid/door instead of lifting it. It was reported that the same needle/syringe "came out" of the container. A nurse, who was standing "a couple of feet away", reportedly was stuck in the buttock.